Event description:
According to the reporter, during laparotomy gastrointestinal surgery, on wound closure, the thread broke. The first packet was discarded, but several sutures were cut. The second packet was cut out as well, so the suture one in the packet was cut off when it was touched a little bit, so it was kept.12 packets were reported, one packet that was disposed of and not collected, one defective product, only two of the packets were collected, and 10 packets were unopened products. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: clt-21-mg - clt-21-mg polysorb* 1 und 5x45cm btpx dt, lot# d2f0778y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.